Event description:
Patient stated 3 v-gos fell off nearly 2 weeks ago. Patient stated she bent frequently while cleaning just prior to the v-gos falling off. Patient stated she wore the v-gos for nearly 12 hours before they fell off.